Manufacturer narrative:
This event occurred between december 07, 2021 ¿ january 03, 2022. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter was observed inside eighteen (18) 1000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags. This was observed before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured between july 19, 2021 - july 20, 2021. H10: eighteen (18) actual samples were received for evaluation. Unaided visual inspection was performed along with magnification with the fill port caps removed which revealed a loose white particulate matter (pm) possibly of acrylonitrile butadiene styrene (abs) material inside the bag of 1 sample and particle matter (unknown) inside the fill port connectors of 2 samples. The reported condition was verified in 3 samples only; however, not verified in the remaining 15 samples. The cause of the particulate matter could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.